Event description:
Patient allegedly received a celect inferior vena cava (ivc) on (B)(6) 2013. Per venogram, "I had planned to attempt removal of the ivc filter which was inserted yesterday however the patient being in significant pain and due to the fact that there is persistent thrombus in the left lower extremity, it is safer to leave the ivc filter in place for now." "We would plan ivc filter removal in the future if the patient's right lower extremity dvt completely resolves." "I had planned to remove the ivc filter however under the circumstances I do not believe it is safe to remove the ivc filter due to the presence of thrombus in the right femoral vein". Per radiology report, "an ivc filter is noted." "Linear wire measuring 21 mm within the right lower lobe. This may represent a broken limb of the patient's ivc filter". Per radiology report, "again noted is a 22 mm intact piece of wire in the right lower chest. It is most likely to be a fracture strut from the patient's ivc filter embolized of the lung". Per computed tomography report, "there is a linear metallic foreign body in the lateral basal segment of the right lower lobe which probably represents an arm of the ivc filter; has been at the same location since radiograph from (B)(6) 2018 was not present on CT from (B)(6) 2017". Per radiology report, "the previously seen fractured strut of ivc filter overlying the right lateral lung base been removed". Per retrieval report (successful), "per records there is penetration by ivc filter tines into the right anterior l3 vertebral body and into the abdominal aorta. The filter apex is tilted into the right renal vein". "A 5 french omni flush was advanced through the sheath into the ivc and a venogram was performed which demonstrated the indwelling ivc filter embedded in the wall of the ivc with its tip tilted towards the the lateral caval wall and right renal vein, with two tines extending medially and with an additional completely separate previously detached and fractured filter fragment embedded in the medial caval wall. After serial dilation, a 18 x 30 cm french vascular sheath was advanced into the infrarenal ivc and was positioned adjacent to the ivc filter. Endobronchial biopsy alligator forceps was then introduced into the vascular sheath. Attempts were made to dissect the ivc filter from the ivc wall but were unsuccessful. A single fragment of the ivc filter was successfully removed via this approach. At this time it was noted that the right common femoral arterial vascular sheath had retracted out of the arteriotomy site and there was a small amount of right groin swelling. The remainder of the sheath was removed and manual pressure was held for 10 minutes and hemostasis was achieved without further visualization of any groin swelling. The omni flush catheter was then exchanged for a berenstein catheter which was advanced to the svc and into the right brachiocephalic vein where a venogram was performed which confirmed a hemodynamically significant stenosis/occlusion of the distal right internal jugular vein and upper brachiocephalic vein. Because of the unfavorable angle of the removal of the filter from an inferior ivc approach, the decision was made to abandon retrieval attempts from the femoral approach and to instead access the left internal jugular vein." "The vasculature sheath was advanced and the tip was positioned just superior to the level of the ivc filter. The 12 french vascular sheath was then exchanged for a 20 french vascular sheath after serial dilatation. An amplatz wire was advanced into the vascular sheath and passed the ivc filter. The endobronchial biopsy alligator forceps was then introduced through the sheath, and the hook of the ivc filter was dissected free from the ivc wall. The filter hook was then grasped with the forceps and the 20 french sheath was advanced over the entire filter, thereby collapsing the filter and freeing it from contact with the ivc. The filter was then carefully withdrawn through the sheath and was successfully removed with all filter components intact, as confirmed by visual inspection and fluoroscopy. A follow up inferior vena cavogram was performed through the indwelling 18 french sheath in the right common femoral vein, showing no contrast extravasation; however there was a heterogeneous filling defect in the region of the ivc where the ivc filter was overlying, which likely represents denuded endothelium and fibrin products as well as some potential adherent thrombus".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, organ/vena cava (vc)/aorta perforation, embedded, stenosis/occlusion, thrombus, complex retrieval, migration, tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.